Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the intra-operative impedances measured between 952 ohms and 4,000 ohms when taken at 2.0 volts (v) and 360 pulse width (pw). The rep perceived this as an issue. It was confirmed that the patient was showing bellows response to the test stimulation. It was noted that the higher impedances were not a concern in and of themselves. On (B)(6) 2014, it was reported by a rep that there were no lead fractures and the impedances did not resolve in the operating room and they didn't think they would. They noted that this was a frustrating case as they had difficulty overriding the impedance issue and had to program around contact 4. At the time of the report, the patient was programmed on program 4 at 0.2 v. They were seen on (B)(6) 2014 and the rep stated that the patient's leaking had completely resolved, but the therapy hadn't helped their frequency. The stimulation was felt vaginally. When the patient was seen on (B)(6) 2014, they were no longer leaking or using pads. They had another appointment scheduled for (B)(6) 2014, but the rep was unsure if they could attend that appointment. They mentioned that the doctor may want to put the patient on medication, since the frequency hadn't improved. There were no further complications reported or anticipated.